Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the cause for the sinus perforation cannot be determined. However, it may be due to procedural/patient factors. Other potential contributing factors are unknown as limited clinical information was provided. There was no allegation or indication a device malfunction contributed to this adverse event.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our italian affiliate, during a tavr procedure with a 23 mm sapien 3 valve a perforation of the left coronary sinus ¿after the overturning of the native cusps¿ had occurred. An echo (tte) noted a ¿detachment of the left ventricle from the pericardium¿.  A pericardiocentesis was performed and the patient was treated medically. As per angiography the detachment disappeared, and the perforation of the left coronary sinus had disappeared. The patient was hemodynamically stable at case end.